Event description:
Patient reported via regulatory agency "alcl cancer, rash, gel bleed, breast implant illness, and seroma" against left device. The device has been explanted. Pathological markers were not provided. Patient reported inability to sleep and breast implant illness symptoms which are not considered to be device related.

Manufacturer narrative:
In response to FDA report number: mw5106962. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma, "gel bleed", bia-alcl, skin rash, bii symptoms.